Event description:
A report was received that during the trial procedure, the patient was experiencing discomfort with the leads due to scar tissue. The leads were pulled and the patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.